Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: post procedure, the mynx vascular closure device was inserted and the balloon was inflated. During pullback it was noted that the balloon had lost pressure. There was minimal calcium noted on pre-closure angiogram. The device was removed and manual pressure was held for 15 minutes until hemostatsis was obtained. There were no complications post procedure. The patient was not hospitalized. Additional information: at prep, the black marker on the inflation indicator was fully exposed. The stopcock was not opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention peripheral vessel size: 7 mm sheath size: 6f stick location: medium vessel type: arterial.